Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that a sensor was inserted that appeared to be shorter than usual. The customer's blood glucose was unknown at the time. Troubleshooting advised customer that the device would be replaced and to return the sensor for analysis.